Event description:
The device was returned to the manufacturer after being explanted with no information. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The high current drain reported by the submitter was confirmed and was localized to the l355 pacing and regulator ic. High magnification photon emission was not able to be obtained. Therefore specific details about the origin of the anomaly within the l355 were not obtained.